Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported after few days of intra-aortic balloon (iab) therapy in an ami (acute myocardial infarction) patient , blood was seen in the tubing. The balloon was removed and therapy was completed. There was no reported injury to the patient.

Event description:
It was reported after few days of intra-aortic balloon (iab) therapy in an ami (acute myocardial infarction) patient , blood was seen in the tubing. The balloon was removed and therapy was completed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. No blood was detected inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).